Event description:
It was reported that left ventricular (lv) lead dislodged the night after initial implant. Non-capture was also noted. Dislodgement was confirmed with fluoroscopy. The lead was explanted. The patient is in stable condition.